Event description:
Application of abbott lingo continuous glucose monitor on (B)(6) 2025. Followed instructions on prep prior to application (washed with water and soap + alcohol prep swab after). Gloves applied before administration. Wore device without issues, but did notice discomfort at injection site still was present. Thursday (B)(6), pain was terrible and swelling started around the site/arm. Removal of the device and site cleaned with antibacterial soap. Ice applied and ibuprofen taken for discomfort. Emailed to abbott to inform of issues with device. Saturday (B)(6), swelling and pain increasing and pain increasing to up neck and to lower arm. Tightness and inability to extend arm without discomfort.call placed to (B)(6) urgent care telemedicine. Provider prescribed keflex for upper arm infection. Instructed to place band-aid overtop of the insertion site to prevent further contamination and secondary infections.